Event description:
On (B)(6), 2011, the pt underwent treatment for an abdominal aortic aneurysm with a gore excluder device featuring c3 delivery system. The physician was unable to cannulate the gate, however. After repositioning the device and continuing to attempt cannulation for an extended time, the physician decided to convert to an aortouniiliac with a fem-fem bypass. The procedure concluded without any other complications, and the pt was discharged in good condition.

Manufacturer narrative:
Results - the mfg records review verified that the lot met all pre-release specifications.